Event description:
A consumer who was a first time user of maximum polident denture adhesive cream applied the adhesive once daily for 2 days and on the first day of product use pt experienced "light pruritus" on their body along with a skin eruption (skin rash). With symptoms ongoing, the consumer used the product on the second day and that night experienced red plaques on their whole body along with swelling of the lips, mouth and face. The consumer was also experiencing difficulty swallowing and speaking; is not known if the consumer experienced difficulty breathing. The next day the consumer was admitted to the hosp and treated with an unknown anti-allergic medication. The consumer was hospitalized for a total of 2 days. Based on the report, it is believed that all of the consumer's symptoms have resolved. The consumer reported that they had used polident adhesive cream (sodium/calcium gantrez salt and carboxymethylcellulose) for several years without incident. At this time of the report, no additional information is available, however, additional follow-up with the treating physician is planned.